Event description:
Customer stated the seat belt in question was installed by a hospital in (B)(6) at his request because he needed it in order to play basketball in the chair. Customer alleges that the safety belt will not fasten anymore and alleges the screw on the safety belt has broken off. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model mvpf60, serial number/date (B)(4) is approximately 7 years 8 months old. The owner's manual part number 1106638, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's preexisting medical condition states that he is a double amputee. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the safety belt that he had installed by a (B)(6) hospital, allegedly will no longer fasten. The screw for the safety belt has allegedly broken off. The consumer plays basketball with his mvpf60 wheelchair and the safety belt is essential. No injury alleged.